Event description:
A patient service representative (psr) contacted zoll customer support to report a battery charger/modem problem during the set-up for a (B)(6) female patient. The psr was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (equipment problem during patient set-up) was confirmed. Upon investigation contamination was discovered on the charger/modem's battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. In addition the charger was experiencing resets. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board sn (B)(4). The flash memory had an intermittent connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective battery charger. The patient received a replacement battery charger/modem.